Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The root cause of the reported difficulties and the subsequent treatment are due to the circumstances of the procedure in this case, the device was successfully flushed prior to insertion and there was difficulty advancing indication it is likely tissue interference occurred creating both issues. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after an interventional electrophysiology (ep) procedure with a small bore sheath. Reportedly, the marker lumen was successfully pre-flushed with saline prior to device insertion. When advancing the device in the anatomy, stronger resistance than usual [normal] was found. Additionally, inadequate blood flow from the marker lumen was observed. The device was removed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.